Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026, that the patient presented with grade 4 mixed mitral regurgitation (mr) and thin leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During deployment of the second mitraclip, the first mitraclip demonstrated single leaflet device attachment (slda) from the posterior leaflet. Several grasping attempts were required due to suboptimal leaflet conditions, after which the second ntw clip was successfully implanted and deployed. An attempt was made to deploy a third ntw clip to stabilize the slda clip; however, this was unsuccessful due to an elevated mitral pressure gradient of 7 mmhg. Consequently, the clip was removed from the anatomy, and the procedure was terminated. The mr was reduced to grade 1¿2 post-procedure. There were no clinically significant delays reported.